Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing with pacing inhibition of less than two seconds on this rv lead. It was noted that the lead was fractured. The lead was surgically abandoned and the device was explanted. Both the device and the rv lead were replaced. No additional adverse patient effects were reported.